Event description:
Olympus was notified that seven patients have had fevers following endoscopic procedures. Within the last month the facility had switched from all pentax endoscopes to olympus endoscopes. After the switch, a complete reprocessing in-service was performed by an olympus endoscopy service specialist (ess).

Manufacturer narrative:
Olympus followed up with the user facility. On (B)(6) 2012, patient #3 had an upper gi endoscopy. On (B)(6) 2012, the patient had severe throat pain level = 8 (pain scale 0-10), chills, felt feverish (had no thermometer at home) and loss of voice. He was seen at a minor emergency center and was diagnosed with a throat infection but tested negative for strep throat. He was placed on antibiotics. On (B)(6) 2012, his symptoms were resolving. An ess was dispatched to the user facility to investigate and review scope handling, reprocessing and maintenance. A number of reprocessing inconsistencies were noted. On the second visit, the observations from the prior visit were discussed and a reprocessing in-service was performed. The user facility has implemented all olympus reprocessing recommendations hence. This is one of seven reports. Please also reference 8010047-2012-00423, 00424, 00426, 00427, 00428, 00429. This report is being submitted as a medical device report in abundance of caution.